Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was xx mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg.